Event description:
The customer reports that the unit is under delivering formula. The pump alarmed at the end of the dose; however, the full amount was not delivered. The pump was programmed to deliver 90cc's and indicates that 88cc¿s have been delivered; however, only 10cc's were passed in 4 hours. The formula was thickened but without excess and there was no alarm. The pump and the tubing were changed to solve the issue and re-tested with the same formula. During testing, the pump indicated that 45cc's had been delivered; however, there were only 15cc's in the reception bottle. There was no error or alarm from the pump. There was no patient harm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2007 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the pump alarms at the end of the dose; however, the full amount was not delivered. The pump was programmed to deliver 90cc and indicates that 88cc¿s have been delivered; however, only 10cc's were passed in 4 hours. The formula was thickened but without excess and there was no alarm. The pump and tubing was changed to solve the issue and retested with the same formula. The pump indicated that 45cc's were delivered; however, there were only 15cc's in the reception bottle and there was no error or alarm from the pump. There was no patient harm.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2007 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.